Event description:
Related manufacturer report numbers: 2017865-2022-09272, 2017865-2022-09276. It was reported during in clinic follow up that the pacemaker was oversensing noise on the atrial and right ventricular leads. This oversensing resulted in inhibited pacing on the ventricular channel. Programming changes were completed successfully. The patient was stable and asymptomatic.